Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to hospital with abdominal pain, nausea, vomiting. Two days later the patient was found in pulseless electrical activity. Resuscitation efforts were unsuccessful and the patient died. Follow up with company field representative recalls the physician saying the device interrogation showed shocks during resuscitation and the death was likely due to a pulmonary embolus. There was never any device allegation by the physician. It was later reported by an attorney indicating the patient is deceased.